Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during pulse delivery) was unable to be duplicated. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and a shorted u409 can transceiver on the computer/analog board. The root cause for the shorted igtbs could not be positively identified. The root cause for the shorted u409 transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck).